Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced "???","no readings", "sensor error", "brief sensor issue" or hourglass which occurred 5 days after the sensor had been inserted in the abdomen. The patient reported that the cgm was acting-up with on and off sensor error. The patient had to do a lot more finger sticks. At night she was discovered by her husband unconscious and was severely low when checked with finger stick (no bg value documented). Her husband called an ambulance and the patient was treated with IV glucose. After 15-30 minutes being unconscious, she woke up with blurry vision, unable to speak. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was perfectly fine. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.